Event description:
According to the reporter: a piece of the device tip separated from the shaft and was wedged at the top of the port. Another device was used for the reminder of the surgery. No pt issue was reported.

Manufacturer narrative:
MDR initial report submitted: 02/18/2009.